Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The reported ¿communication issues¿ could not be confirmed. The sensor and eeprom jumper met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the atrial fibrillation procedure, communication issues resulted in a procedural delay. When mapping, the catheter did not always remain confident even with a full voxel cloud. It was only possible to take geometry really slow. In addition, the patient moved and all prs sensors were red so remapping was needed. The metal field measurements were correct and an attempt was tried again with the sheath filter. In the end, there was a small shift of the map, but the veins were able to be isolated. There were no adverse consequences to the patient.